Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was dislodged. A procedure to reposition the lead was attempted but injury current could not be obtained so the ra lead was explanted and replaced. Tissue was observed on the helix once explanted. There were no complications and the patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.